Event description:
Related manufacturer reference numbers: 2017865-2021-36542. It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that the pacemaker (pm) exhibited under-sensing and both the pm and the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. Programming changes were made. Patient condition was stable and would continue to be monitored.

Event description:
Related manufacturer reference numbers: 2017865-2021-36542 related manufacturer reference numbers: 2017865-2022-03756 new information received notes that the pacemaker was explanted and replaced. It was also noted that the new pacemaker and the chronic atrial lead exhibited re-occurrence of under-sensing and inappropriate automatic mode switch due to noise over-sensing. Programming changes were made. Patient condition was stable.